Event description:
A customer reported that a pump triggered an altitude alarm. The customer's blood glucose level did not exceed 500 mg/dl, indicating that it was within a safe range. Technical support advised cleaning the speaker holes and attempting to reconnect the current cartridge, but the customer could not resume insulin delivery, nor could they load a new cartridge at that time. Follow-up was needed for further troubleshooting. Pump resumed normal operation.